Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient had a "lump" on the right side of her stomach at the infusion set site. The "lump" continued to grow and she made an appointment with a health care professional in (B)(6) 2018. They advised that they could not do anything about it and the "lump" should go away. At a later time, the patient met with a general practitioner and they prescribed antibiotics to the patient. The antibiotics did not resolve the issue. The patient advised the site was very painful and she could not lay on her side. The patient went to the hospital on (B)(6) 2018. The hospital lanced the "lump" and blood and residue poured out of the site. The patient was discharged the same day and stayed in the hospital for about 1 hour. Approximately 2 years ago, the patient had a similar issue in which the "lump" resolved itself. The patient went to the hospital. They cleaned the site and sent the patient home. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.